Event description:
It was reported that during the insertion of the blunt tip trocar for laparoscopy, the balloon rupture occurred with two different trocars from the same batch, and the balloon physically broke. The product was replaced with another batch available in the operating room. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: oms-t10btnl, omst10btnl 10 blunt tip trocar w/o latex, (lot #p4j1014). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.